Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was unknown at the time of incident but customer indicated that he was hospitalized for high blood glucose of 950 mg/dl and diabetic ketoacidosis. The customer indicated that the alarm was cleared by a complete set change.